Manufacturer narrative:
Event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17262. It was reported that the patient was not getting adequate therapy due to lead migration. Lead migration was confirmed with x-ray. As a result, surgical intervention occurred on (B)(6) 2021, and the leads were explanted and replaced. The patient has effective therapy post operatively.